Event description:
Cotton barrier between swab and media attached to the throat swab. When the swab was used, the cotton barrier detached and became lodged in the child's throat. Physician performed a finger swipe of the area to prevent choking.